Event description:
It was reported that prior to a pacemaker implant, the programmer was turned on and it powered on. As a usb (universal serial bus) drive was inserted, the power cord disconnected. The power cord was reconnected but the programmer would not turn back on. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; power supply found out of electrical specification. Analysis also found the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 229047, analyzer. (B)(4).